Manufacturer narrative:
Correction h6 should reflect non-return.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the left ventricular lead exhibited a loss of capture. Fluoroscopy revealed that the lead had dislodged. The lead was removed and replaced. The patient was stable.